Manufacturer narrative:
D6: device returned with no lot ID. Based on the info rec'd and the visual examination, no conclusion could be reached as to what may have caused the reported incident. The instrument was returned empty and locked out. As the instrument was rec'd empty, further functional testing could not be performed. Therefore, it could not be ascertained as to why the clips were reportedly falling from the instrument.

Event description:
It was reported the device was used during a laparoscopic cholecystectomy procedure. It was reported the er320 clips were dropping out of the device from the initial firing. The clips that dropped were retrieved laparoscopically. Another er320 was opened to complete the procedure. There was no consequence to the pt.